Event description:
Synergy china registry it was reported that stable angina pectoris occurred which was treated medically. In (B)(6) 2022, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion # 1 was located in the middle left anterior descending artery (lad) with 100% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation and placement of 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. The target lesion #2 was located in the 2nd diagonal with 99% stenosis and was 20 mm long, with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of 2.25 mm x 20 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. Ten days later, the subject was discharged on aspirin and ticagrelor. In april 2024, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin. The event was treated medically. Six days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).